Event description:
During a planned box exchange, it was not possible to remove the leads from the header of the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of difficulty removing the atrial and ventricular leads was confirmed. Analysis revealed there was blood accumulation in the a- and v-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. Some of the blood became calcified making lead removal even more difficult. The setscrews had no effect on lead removal since they had been untightened by the physicians. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connector ports at time of implant.